Manufacturer narrative:
The following devices were also listed in this report: mrhk bumper insert - neutral; cat # 64812130; lot # lkn506, mrhk femoral bushing; cat # 64812110; lot # lkj440, mrhk femoral bushing; cat # 64812110; lot # lkj440. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: it was reported that: patient done surgery 5-6year ago (unable to trace the primary surgery record), develop aseptic infection.